Manufacturer narrative:
An outside the united states customer observed a discordant elevated atellica im ca 19-9 result for one patient sample compared to repeat testing on an alternate atellica im analyzer. Qc results were high out of range at the time of the initial testing. As stated in the performing quality control section of the atellica im ca 19-9 instructions for use (IFU) "if the quality control results do not fall within the assigned values, do not report results. Perform corrective actions in accordance with established laboratory protocol. For suggested protocol, refer to the online help." As stated in the limitations section of the atellica im ca 19-9 IFU: " warning this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen-negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." " the concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." Siemens is investigating.

Event description:
The customer observed a discordant elevated atellica im ca 19-9 result for one patient sample compared to repeat testing on an alternate atellica im analyzer. The discordant result was reported to the physician(s) who did not question the result. A corrected result was reported. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant elevated atellica im ca 19-9 result.

Manufacturer narrative:
The initial MDR was filed on june 28, 2022. Additional information: june 29, 2022. The initial MDR stated it was unknown if the system was serviced by a third party. Section d8 has been updated to reflect that the system was not serviced by a third party. Additional information - august 4, 2022: an outside the united states customer observed a discordant elevated atellica im ca 19-9 result for one patient sample compared to repeat testing on an alternate atellica im analyzer. When the sample was repeated it recovered lower and the lower results were considered to be correct. Around the same time as the sample was tested, the level 3 quality control recovered 355 u/ml which was high out of range (target of 270, range 216 - 324). The initial result for the sample appears to be elevated due to the lot calibration used. The lot calibration was performed on june 15, 2022 and the initial level 3 qc recovery was high with 2 out of 3 results high out of range (results of 323, 341, and 407 u/ml). Qc was not tested again with the june 15, 2022 lot calibration until it was tested around the same time as the sample (recovering 355 u/ml as stated above). The high calibrator relative light units (rlus) for the june 15, 2022 calibration (720,072) were much lower than the high calibrator rlus for other kit lot 506 calibrations (805,019 on 6/11 and 827,130 on june 20, 2022). The low calibrator rlus did not show the same issue with values of 28,470 on 6/11, 30,185 on 6/15, and 31,721 on june 20, 2022. Based on this information, the issue is most likely due to the high calibrator itself rather than the reagents or the analyzer. When the customer initially started testing ca 19-9 samples on june 20, 2022, the qc and patient results were generated using a pack calibration from june 11, 2022 for primary pack p05250605002638. When primary pack p05250605002638 was depleted, the analyzer switched to using primary pack p05250605002531 and the june 15, 2022 lot calibration so the qc tested at the start of the day did not alert the customer to the issue because it was a different calibration. Siemens does not know why the high calibrator under recovered during the june 15, 2022 lot calibration but qc did indicate the lot calibration was causing over recovery. The cause of the elevated patient sample result seen by the customer when using atellica im ca 19-9 kit lot 506 was at least in part due to the lot calibration used but it could not be determined what caused the issue with the calibration. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed. In section h6, the investigation finding, and investigation conclusion codes were updated.